Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due incontinence, and the device stopped working. The device was removed and replaced. No further patient complications were reported.